Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uhi-4 experienced a switches off issue during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b1, b2, h1 and h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer that the bariatric surgery procedure was canceled while the patient was under general anesthesia. The patient was then rescheduled for another procedure and was later completed under general anesthesia. The patient was discharged from the hospital after a successful operation. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: d8, d9, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed and determined the following cause: -the device automatically turns off and generates an alarm sound. The main board is the cause of this failure. The old type of main board is in the device. Based on the results of the investigation, the most probable cause of the complaint was due to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.